Event description:
It was reported that a user experienced loss of dexcom g6 sensor signal to the ilet, consistent with intermittent communication failure involving the device¿s electrical and magnetic components, including the antenna, and later requested assistance to start a new transmitter. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem between the cgm sensor system and the ilet, characterized by intermittent communication failure associated with the antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.